Event description:
A (B)(6) year old male underwent emergent evar on (B)(6) 2013. The physician placed a zenith renu converter. Physician using the device has not been trained to use this graft. Graft was used in an emergency situation. The top cap caught the bare stent upon removal of the device and the bare stent enfolded upon itself. Per procedural notes received on (B)(6) 2013: patient was initially brought to the operating room for endovascular repair of aaa. The aaa was unable to be sealed by endovascular technique and patient was opened to repair. The patient then went asystole on operating room table and time of death was announced by the physician.

Manufacturer narrative:
(B)(4). Event eval: still under investigation.